Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions for a pump reset and assisted them through the process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.